Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient called their doctor for advice about their high blood glucose levels of 399 mg/dl. The doctor told the patient to go to the emergency room due to high blood glucose levels. The patient's cousin took the patient to the emergency room which took about 15 minutes. While in the emergency room, the patient was diagnosed with a urinary tract infection (uti) and an ear infection. Patient already was experiencing a gum infection. Patient stated they received intravenous therapy with saline while in the emergency room.